Event description:
It was reported that during implant attempt, there was atrial oversensing. The lead was disconnected from the header and re-analyzed through the psa. The numbers were unchanged. The impedance measurements through device stayed constant around 500 ohms. After reconnecting the lead to the header, during pocket manipulation the same oversensing occurred. The device was removed and not used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.